Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that the water level exceeded the maximum water level line of an mr290 humidification chamber after connection to a water bottle. This occurred prior to use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected for damage, assembly errors, or obstructions and connected to a water bag to test performance. Results: the visual inspection revealed the primary float had not been welded. During the performance test water was fed into the chamber and it stopped filling 5mm above the maximum fill line. This is outside of specification. A lot check revealed no other similar complaints for lot 140618. Conclusion: the water level inside the chamber should not exceed the maximum fill line. The primary float failed to stop the flow of water. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."